Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s battery was not charging, the indicator light on the battery charger was flashing red. The site further reporting that the battery was not providing power when connecting to the controller. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to charge, and discharge as expected. The battery was also able to provide power to the controller. As a result, the reported event could be confirmed or duplicated during testing. However, it was observed that the battery had exceeded the useful operating life. This observation may be related to the reported event. A possible root cause of the reported event can be attributed a battery that is out of calibration and/or reaching its end of life. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. The battery was able to charge, and discharge as expected. The battery was also able to provide power to the controller. As a result, the reported event could not be confirmed or duplicated during testing. However, it was observed that the battery had exceeded the useful operating life. The end of life finding was not related, given that the battery passed testing. As a result, the most likely root cause of the reported event involving the battery not charging can be attributed to a battery that failed to self-calibrate at the time of the reported event. A tendency to constantly exchange batteries before they are depleted to 25% relative state of charge (rsoc) may contribute to an out-of-self-calibration condition. Under this condition, the battery increments a high max error counter which will cause the battery charger port led to flash red when the battery is connected to it. This feature is a safety mechanism to warn the patient that this battery needs to be exchanged since it has failed to self-calibrate, however, the battery is still able to take charge and provide power. The reported inability of the battery to provide power could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.